Manufacturer narrative:
Corrected data: d6a. Additional manufacturer narrative: reported event: an event regarding periprosthetic fracture involving a securfit stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture sustained in a fall. A securfit advanced stem, 36mm femoral head, and e liner were revised to a competitor stem and head, adm/ mdm poly insert, and mdm metal liner. Rep confirmed there are no allegations against any of the revised implants. Sales branch may be able to provide the primary usage sheet. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture sustained in a fall. A securfit advanced stem, 36mm femoral head, and e liner were revised to a competitor stem and head, adm/ mdm poly insert, and mdm metal liner. Rep confirmed there are no allegations against any of the revised implants. Sales branch may be able to provide the primary usage sheet. Rep confirmed that no further information will be released by the hospital or surgeon.